Event description:
A patient had a total knee repair with implant in 2005 followed by a post-op course of various antibiotics for 15 days. The reservoir was used for drainage post operatively. The patient developed an infection on 09/2005. Reported as redness. The patient began irrigation of the wound sixteen days after the reported onset of the redness .